Event description:
It was reported that the patient presented via a remote transmission showing the device exhibiting non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were made. The patient was asymptomatic.